Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, procedure got completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse found that the system hard disc is not recognized. The fse bypassed the disk tray, connected the disks to mainboard of ippc directly. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system display screen did not light up. It was later indicated that the system ippc had failed to launch normally and that the system hard drive disc was not recognized. The system was in clinical use at the time of the event. No harm has been reported. A technician determined that the ippc image hard drive disk was full. The hard drive disk was repaired and the junk files were removed as a resolution. Philips has started an investigation of the complaint.